Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Additional information has been requested and received. Can you identify the lot number of the product that was used? Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences on any of the 3 procedures? If yes please provide more details. The actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch au6077, batch ar5094. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2023 and suture was used. The needle detached from the thread. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 : "a manufacturing record evaluation was performed for the finished device lot number au6077/xyvcp371h , and no non conformances / manufacturing irregularities were identified. Manufactured date: 06/17/2023. Expired date: 01/05/2028". "A manufacturing record evaluation was performed for the finished device lot number ar5094/xyvcp371h , and no non conformances / manufacturing irregularities were identified. Manufactured date: 01/07/2022. Expired date: 01/12/2026" (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 type of investigation (b18 - device discarded).